Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that every morning the patient has to charge their implant which takes 2-3-4 hours to charge from like 30% to full. Caller stated that the patient is normally on an excellent connection. Caller commented that it is a hamper on the patient's lifestyle because they have to get up at 4-5am to charge. Agent reviewed charge duration and advised caller to periodically check to ensure that patient is still maintaining an excellent connection. Caller added that the handset is always prompting them to scan a code; agent asked if this has been since the time of implant but caller did not answer. Agent reviewed communicator sleep mode and advised caller to not power on and off the communicator for each use. Caller will monitor and call back if further assistance is needed. Agent also reviewed closing apps between use.

Event description:
Additional information was received from the patient. They first noticed the long recharge times (B)(4) 2025. The cause of the long charge times was that it was hard to get aligned. The patient got a smaller belt, and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.